Manufacturer narrative:
Additional information was requested to clarify if the user received the expected power down tone, which alerts the user of the reboot condition. However, as of february 3rd, 2021 no further information has been provided. A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported during a case the delta restarted, biomed reported this and is not sure what staff were doing just prior to the restart, if they were physically working with the monitor at the time or working on the patient and noticed it restarted. There was no patient injury reported.

Manufacturer narrative:
Additional information was provided clarifying the symptom as the unit would start to loose etco2 then just shut off, the staff had to manually turn the device back on, nothing abnormal was happening when the issue occurred. No alarms were provided, the issue occurred about four times [on (B)(6) 2021 between 12 and 5pm], and the users were not sure which accessories were being used at the time. The device was returned to use by the customer. The device logs provided were analyzed but did not cover the date/time of the event. Logs covering the date/time of event were requested but not provided. No information was provided indicating any testing or repairs that were performed on the device. No further issues have been reported. Therefore, the reported issue could not be verified and the cause could not be determined. This is an isolated case.

Event description:
It was reported during a case the delta restarted, biomed reported this and is not sure what staff were doing just prior to the restart, if they were physically working with the monitor at the time or working on the patient and noticed it restarted. There was no patient injury reported.